Manufacturer narrative:
The user facility name was not identified within the medwatch report and therefore, us endoscopy was unable to obtain additional information regarding the subject event. Based on the lot number provided in the medwatch report, the device history record (manufactured in may of 2018 with (B)(4) units) was reviewed by us endoscopy quality and confirmed that the brush was manufactured according to specifications; no abnormalities were identified. There have been no other complaints associated with the lot subject of the event. The user facility reported that a portion of the device was lodged in the port of an endoscope however, it is important to note that the double-header includes two brushes and it was not clear which brush or portion had detached. The double-header is intended for cleaning endoscope channels 2.0mm and larger. Without endoscope information us endoscopy cannot confirm that the brush was compatible with the endoscope involved in this event. Statements in the instructions for use include: "if the channel(s) are known to be occluded or resistance is met in attempting to pass the brush through the endoscope, do not force the cleaning brush through the endoscope. Dispose of the cleaning brush after initial use. The mechanical attachment of the brush(es) to the plastic sheath cannot be guaranteed to be reliable or secure following initial use." Additionally, us endoscopy instructions for use states, "original equipment manufacturer's guidelines regarding the care and cleaning of individual endoscope channels must be reviewed prior to the use of any cleaning brush." In the event that us endoscopy receives additional information regarding the reported event a follow-up report will be submitted.

Event description:
Reference user facility medwatch report #5083189. There were no injuries associated with the reported event.